Event description:
During a clinic follow up, right atrial (ra) lead dislodgement was noted. During the revision procedure, the helix of the ra lead failed to extend. As a result, the event was resolved by explanting and replacing the ra lead. The patient was in stable condition.